Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act, up and down buttons were harder to press. Customer also stated that the battery cap was worn down and there was wear, tear on back and bottom of the insulin pump and battery life was down to ten days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.